Event description:
"Staff contact techniques regarding crack in the walker wheel (relative written a note to the staff telling of the crack). When checking, was the right front fork attachment cracked. When techniques preformed a strength test the fork, right side came off.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed. The futura/front fork is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.